Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted, as the scroll compressor is a part of routine maintenance and hence not a valid complaint. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported by fse that during preventive maintenance of cardiosave intra-aortic balloon pump (iabp) need post ppm repair parts. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone : (B)(6). A supplemental report will be submitted upon completion of our investigation.